Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report leaflet flail tissue had dislodged from the clip resulting in increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with grade of 4 with prolapse and flail on p1. One mitraclip-xtr (80820u156) was implanted on a1/p1 and a mitraclip-ntr (80115u123) was implanted on a2/p2 reducing mr to 1. On (B)(6) 2018, echocardiogram showed that the prolapse and flail on p1 was stabilized completely. On (B)(6) 2018, echocardiogram showed the clips were stable with no damage to leaflets noted; however, flail tissue on p1 was dislodged [partial clip movement] and mr increased to 4. On (B)(6) 2019, a second mitraclip procedure was performed. The mitraclip-ntr (81011u136) was positioned, but was unable to grasp the flail sufficiently and was removed. A mitraclip-xtr (80618u209) was placed between a1/p1 and a2/p2 grasping the flail and successfully reducing mr to 2. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the definitive cause for reported partial clip movement could not be determined. The reported recurrent mitral regurgitation (mr) was due to procedural circumstances. The patient effect of mr is listed in the mitraclip system electronic instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.